Manufacturer narrative:
(B)(4). Work order search-no similar complaints found. Off-label, contraindicated use. Acd < 3.00mm (2.89mm). (B)(4). Device not returned to manufacturer.

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -9.5/+1/82 diopter, into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017, the lens was explanted due to excessive vault, pupil block with elevated iop, and significant reduction of ica. To date, the surgeon does not plan to exchange as the pupil remains fixed. As of the date of MDR submission, the lens has not been returned.

Manufacturer narrative:
Device evaluation: the lens was returned in a vial. Visual inspection of the returned product found the lens haptic torn. There was evidence of thick sticky residue on the lens. (B)(4).